Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement and unexpected restart error test. All operating currents were within specification. No unexpected low battery, off no power or error alarms were noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported the batteries are lasting less then three weeks when they use to last about five weeks. Customer was advised a battery will last about a week. Customer reported the insulin pump had alarmed two different alarms when the battery was changed, both alarms alarmed twice. Customer had all ready received a new battery cap and the device still alarmed unexpected restart. Customer was advised to revert to back up plan. No further information reported.